Manufacturer narrative:
An event of left bundle branch block (lbbb), complete heart block, and hypotension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the lbbb and complete heart block could not be conclusively determined. The cause of the reported hypotension could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medication was administered for the hypotension. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) vista registry, (B)(6). It was reported that on (B)(6) 2025, a 23mm navitor vision valve was successfully implanted in a patient. It was noted during procedure that the patient developed a left bundle branch block (lbbb) after a non-abbott guidewire was introduce into the patient's anatomy. It was also noted during procedure, that the patient developed a transient complete heart block at 80% deployment. The complete heart block spontaneously regressed. At the end of procedure with was noted that there was evidence of a first-degree heart block with a lbbb. No intervention was performed. The length of the membranous septum was 10mm, and there was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no difficulty experienced in implanting the 23mm navitor vision valve. Post-procedure, it was noted that the patient had worsening hypertension. The decision was made to start the patient on a regimen of 5mg amlodipine with 40mg olmesartan. The implanting physician believes the transient complete heart block was causally related to the procedure and probably related to the navitor valve. The lbbb was also causally related to the procedure and not related to the navitor valve, as it occurred before the flexnav delivery system and navitor valve entered the patient. The first-degree heart block was causally related to the procedure and possibly related to the navitor valve. There is no allegation of malfunction against the abbott device or procedure. The patient was stable and discharged at the time of report.